Event description:
The initial clot located in the left m3 middle cerebral artery (mca) was not removed with the subject retrieval device and a thrombolysis in cerebral infarction (tici) score remained ¿0¿. After the subject retriever was removed, embolization to new left mca-m1 territory was noted. A different retriever device was used and the thrombus was removed. The next day imaging demonstrated a minimal petechial hemorrhage. The following day imaging showed ¿essentially stable hemorrhage¿. There was no further treatment administered to the patient and two days post procedure, the patient was discharged home doing ¿very well¿.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The device is not available to the manufacturer.